Manufacturer narrative:
(B)(4). The straight band with 4.5cm of catheter, the velocity port with the locking connector and one piece of catheter (34 cm in length) were returned for evaluation. Upon visual inspection, it was observed that the band was cut in two (2) distinct parts. It was noted that the buckle was cut on one side. The actuator ring from the velocity port was returned in locked position, hooks were deployed. The locking connector was in locked position. Upon microscopic evaluation, it was noted that the septum was punctured 6 times. A functional test was performed on the velocity port with a successful result, hooks were retract and deployed. Erosion and infection are recognized adverse events; visual and functional analysis cannot confirm events that are physiological in nature. The sterility records and bioburden results for the manufacturing period were reviewed, and no discrepancies were recorded. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported by the account that post implant a realize band, the patient had a port revision surgery in 2011 to place the port in a new site. The port was originally placed at the xiphoid area and was causing the patient discomfort. The patient presented in (B)(6) 2012 with cellulitis and redness at the port site. An intra op egd was done and patient was diagnosed with abdominal wall cellulitis. The patient was hospitalized for 2 days. The patient was discharged home on (B)(6) 2012. The patient returned in (B)(6) 2013 with a port infection and workup for band erosion was done. Band erosion was confirmed and band and port were removed on (B)(6) 2013. The patient was hospitalized for 4 days and discharged home. The patient returned on (B)(6) 2013 with an incarcerated bowel that led to a bowel obstruction. An open bowel resection procedure was performed; definitive cause of obstruction is unknown. The patient has an open wound and currently undergoing wound treatment.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed. Evaluation of the device cannot confirm events that are physiological in nature. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it was observed within the instruction for use (IFU) that port infection and erosion are recognized adverse events associated with gastric banding and the realize band. The injection port lot number was provided and sterility records and bioburden results for the manufacturing period were reviewed, and no discrepancies were recorded. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.